Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 28-year-old female patient who had essure (batch no. C06462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: norplant from (B)(6) 2012 to (B)(6) 2013 and oral contraceptive pill from 2009 to (B)(6) 2012. Concurrent conditions included morbid obesity, vulval itching and vaginitis. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced anxiety ("anxiety worsened with essure") and weight fluctuation ("weight gain / loss"). On (B)(6) 2014, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation / abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal disorder ("vaginosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain / left lower side pain / cramping"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), vaginal infection ("chronic vaginal infections") with vaginal discharge, weight increased ("weight gain"), palpitations ("heart palpitations"), vulvovaginal pruritus ("vaginosis(including itching)"), abdominal pain ("abdominal pain"), uterine pain ("uterine pain"), arthralgia ("hip pain") and complication of device insertion ("one of the essure coils (staph) did not go in properly"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal infection, dyspareunia, vaginal haemorrhage and anxiety had resolved, the dysmenorrhoea, abdominal pain lower, menorrhagia, menstrual disorder, dysgeusia, dizziness, feeling abnormal, memory impairment, palpitations and complication of device insertion outcome was unknown and the alopecia, fatigue, weight increased, vaginal disorder, vulvovaginal pruritus, weight fluctuation, abdominal pain, uterine pain and arthralgia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, complication of device insertion, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, memory impairment, menorrhagia, menstrual disorder, palpitations, pelvic pain, uterine pain, vaginal disorder, vaginal haemorrhage, vaginal infection, vulvovaginal pruritus, weight fluctuation and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff¿s symptoms have mostly resolved, though some remain. Treatment medication included metrodyanazol. Successful placement of coils 3 coils trailing into uterus on the left, 0 on the right. Patient tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: full occlusion of fallopian tubes confirmed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 28-year-old female patient who had essure (batch no. Co6462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: norplant from (B)(6) 2012 to (B)(6) 2013 and oral contraceptive pill from 2009 to (B)(6) 2012. Concurrent conditions included morbid obesity, vulval itching and vaginitis. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced anxiety ("anxiety worsened with essure") and weight fluctuation ("weight gain / loss"). On (B)(6) 2014, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation / abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal disorder ("vaginosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain / left lower side pain / cramping"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), vaginal infection ("chronic vaginal infections") with vaginal discharge, weight increased ("weight gain"), palpitations ("heart palpitations"), vulvovaginal pruritus ("vaginosis(including itching)"), abdominal pain ("abdominal pain"), uterine pain ("uterine pain"), arthralgia ("hip pain") and complication of device insertion ("one of the essure coils (staph) did not go in properly"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal infection, dyspareunia, vaginal haemorrhage and anxiety had resolved, the dysmenorrhoea, abdominal pain lower, menorrhagia, menstrual disorder, dysgeusia, dizziness, feeling abnormal, memory impairment, palpitations and complication of device insertion outcome was unknown and the alopecia, fatigue, weight increased, vaginal disorder, vulvovaginal pruritus, weight fluctuation, abdominal pain, uterine pain and arthralgia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, complication of device insertion, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, memory impairment, menorrhagia, menstrual disorder, palpitations, pelvic pain, uterine pain, vaginal disorder, vaginal haemorrhage, vaginal infection, vulvovaginal pruritus, weight fluctuation and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff¿s symptoms have mostly resolved, though some remain. Treatment medication included metrodyanazol. Successful placement of coils 3 coils trailing into uterus on the left, 0 on the right. Patient tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: full occlusion of fallopian tubes confirmed. Most recent follow-up information incorporated above includes: on 4-jun-2018: pfs+mr received, lot number added, event outcome for events pelvic pain, vaginal infection, painful sexual intercourse updated from unknown to recovered/resolved for vaginal bleeding updated from recovering/ resolving to recovered/ resolved, for hair loss, fatigue, weight gain upated from unknown to recovering/ resolving. Event added :- complication at the time of insertion incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), vaginal infection ("chronic vaginal infections") with vaginal discharge, dyspareunia ("painful intercourse"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain") and palpitations ("heart palpitations"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, menorrhagia, menstrual disorder, dysgeusia, dizziness, feeling abnormal, memory impairment, vaginal infection, dyspareunia, alopecia, fatigue, weight increased and palpitations outcome was unknown. The reporter considered abdominal pain lower, alopecia, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, memory impairment, menorrhagia, menstrual disorder, palpitations, pelvic pain, vaginal infection and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff¿s symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: full occlusion of fallopian tubes confirmed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced anxiety ("anxiety worsened with essure") and weight fluctuation ("weight gain / loss"). On (B)(6) 2014, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation / abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal disorder ("vaginosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain / left lower side pain / cramping"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), vaginal infection ("chronic vaginal infections") with vaginal discharge, weight increased ("weight gain"), palpitations ("heart palpitations"), vulvovaginal pruritus ("vaginosis(including itching)"), abdominal pain ("abdominal pain"), uterine pain ("uterine pain") and arthralgia ("hip pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, menorrhagia, menstrual disorder, dysgeusia, dizziness, feeling abnormal, memory impairment, vaginal infection, dyspareunia, alopecia, fatigue, weight increased and palpitations outcome was unknown, the vaginal haemorrhage, vaginal disorder, vulvovaginal pruritus, weight fluctuation, abdominal pain, uterine pain and arthralgia was resolving and the anxiety had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, memory impairment, menorrhagia, menstrual disorder, palpitations, pelvic pain, uterine pain, vaginal disorder, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: since her removal surgery, plaintiff¿s symptoms have mostly resolved, though some remain. Treatment medication included metrodyanazol. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: full occlusion of fallopian tubes confirmed. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "abnormal bleeding (vaginal), vaginosis, itching, anxiety worsened with essure, weight loss, abdominal pain, uterine pain, hip pain" were added. New reporter was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.